Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal vhd kit size 2 was deployed. Four days later the puncture site became swollen and uncomfortable. The pt was seen by the family physician who instructed pt to go back to the hosp for eval. The pt was admitted to the hosp in 8/2003. The puncture site was evaluated and was observed to be reddened with draining pus, and the pt complained that it was very sore. Both surgical and infectious disease departments were consulted and the pt was taken for an incision and drainage of the site. Blood and wound cultures were taken and the pt was treated IV antibiotics. The pt was discharged during the weekend and given oral antibiotics. A follow-up phone call was made to the pt in 9/2003 and the pt stated that the groin was healing. Labwork showed that both blood and wound cultures were negative with no growth at five days. No further complcations were reported.